Manufacturer narrative:
Although requested, the AED informaiton nor the log files from the device have not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported their AED is not working. The model nor serial number for the AED was provided. They reported this did not occur during patient use.